Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message and was not giving any readings. No patient harm was reported. The device was sent to nk for evaluation and exchange. During the evaluation, cosmetic damage to the top cover was observed. Additionally, the reported issue was successfully duplicated. When connected to a bedside monitor, the device immediately displayed a "line block" error followed by a "device error" message. Diagnostic testing using service software identified a pneumatics hardware failure, indicating a malfunction of the internal pump and/or gas sensor. The root cause was failure of the pump or gas sensor. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/14/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/22/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/27/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that no information can be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message and was not giving any readings. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message and was not giving any readings. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas module error" message and was not giving any readings. No patient harm was reported.